Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that, on (B)(6) 2024, the patient had a refill with a low reservoir alarm and, on (B)(6) 2024, the patient was hearing the pump alarm but the alarm was different than the non-critical alarm, but did not sound like a critical alarm. The patient had a personal therapy manager (ptm) and was able to give themselves boluses. Technical services instructed the rep to have the clinician interrogate the pump using the clinician application. The patient was having no change in symptoms. Additional information received on 2024-05-08 indicated that it was confirmed that there was an active alarm showing on the pump. Technical services reviewed that, with the new clinician software, if there was a low reservoir alarm along with a motor stall recovery alert, that they would need to silence the alarm manually. Instructions on how to silence the alarm were reviewed. Additional information received from the company representative (rep) reported that the active alarm had not been reset. After talking with customer service they said this had been an issue since the new software update. Patient came back to the office and they were able through the help of customer service to disarm the alarm and have had no issues from the patient since.